Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had been cleaned multiple times but there seemed to be some kind of black substance coming out of it. The issue occurred during reprocessing. There was no patient involvement.